Event description:
It was reported that this device showed a "diagnostics cleared due to invalid data" message which cleared all the diagnostic data. The clinician saved data to a thumb drive. Clinician reinterrogated the device and proper data collection was present. The data will be sent into technical services for review and sent back to the clinician. The device remains in the field.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.